Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery with the protective sheath retracted. A spasm of the coronary artery occurred resulting in the stent dislodging off the balloon catheter in the left main coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.